Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: "oxygen supply failed" error. Oxygen cell only 2 months old. After troubleshooting with tech support determined oxygen mixed failed. Side cover has crack." No patient involved.

Manufacturer narrative:
Investigation outcome: it was reported the device alarmed with "oxygen supply failed". There was no patient involvement. Device logs were not provided with this complaint. No device parts were returned for investigation. The customer was provided with a new o2 mixer assembly (msp161609) to be replaced by the customer. However, no feedback was received if the replacement of this part resolved the issue. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.